Event description:
It was reported that two days post-implant, the patient presented with pleural pain. X-ray revealed the lead tip was in the pericardial space. The rv capture threshold was higher than at implant. The lead was repositioned and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.